Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the por was due to less than 10% battery life remaining. There were no reported patient symptoms. The battery replacement was performed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v422341, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. The patient saw por warning screen yesterday for the first time. The patient was implanted with the device on monday (B)(6) 2014. The patient's doctor was out of town until after the memorial day holiday. A field staff request was made. Additional information received noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014.